Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. During initial testing, the device passed proximal and distal air-in-line testing. Further testing noted that the ground prong on the ac power cord was broken. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, it was noted that the ground prong on the ac power cord was broken. The device was returned to the biomedical department for a report of continuous air in line alarm. No tracking info was provided therefore, specific patient info, device programming or, event details were not available. There were no reported adverse patient events or delays in critical therapy while the device was in clinical use. No add'l info was provided.